Event description:
It was reported that the pt's pump device had flipped inside the pocket. The pt's health care provider stated that the pump flipped due to a rapid weight loss by the pt, causing the catheter to become twisted. The pt's pump and catheter were replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4): the pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.